Event description:
The pt was a middle aged women with little medical history and apparently no medications previously noted. The pt presented to the emergency room with symptoms of acute cva. She was evaluated emergently per the code stroke protocol at the hospital and given tpa for her symptoms suggestive of acute uncomplicated stroke. She was refractory to tpa and taken for angiography and attempted aspiration of an mca distribution clot the following day. Each time the clot was aspirated, the area rethrombosed and ultimately, the procedure was abandoned. She went on to infarct in that area of her brain and developed malignant cerebral edema requiring a craniectomy. The pt had multiple issues while in the hospital including siadh, pleural effusion, hospital pneumonia, and what appeared to be a state of coma with respiratory failure requiring full ventilator support. The pt remained on norepinephrine vasopressor to maintain adequate perfusion of her brain until the family chose to make the pt dnr and have life support removed. At the pathologic exam, the pathologist noted that the pt appeared to have material in the cerebral vessel. The pathologist questioned if the material was the result of polymer shedding from the catheters used during the procedure.

Manufacturer narrative:
Penumbra became aware of this event when the FDA sent a copy of a voluntary MDR from the hospital (received by penumbra on 09/20/2010). The hospital did not inform penumbra about this event. (B)(4). The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: the penumbra devices used during the case are not available for evaluation. The hospital did not provide specific lot info. Therefore, an investigation of the complaint was conducted using lot info derived from purchasing records for edward hospital. The review of the device history records for these manufacturing lots and the equipment involved in the hydrophilic coating process did not reveal any outstanding discrepancies, design, or quality concerns. We will continue our attempts to collect more info from the site. In addition, this product problem will be included in our complaint trending analysis.